Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported material deformation (flared stent) was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery. A 2.8 x 19 mm graftmaster could not cross the lesion and there were flared struts on the stent. The patient was transferred to another medical center for treatment and is doing fine. No additional information was provided.